Event description:
Correspondence published in anesthesia and intensive care, vol 25, no. 3, 6/97, stated that on occasions an anesthesia machine was moved causing the handle of the auto/manual selector valve to impinge on the system power switch, shutting the machine off. The machine was turned back on and worked normally. There were no injuries reported.

Manufacturer narrative:
Retaining pin installation is included in the operator's manual.